Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted to the hospital for elevated lactate dehydrogenase (ldh). The patient was treated with IV heparin with therapeutic response. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller showed the system appeared to operate as intended. The device was not returned for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information it was reported that on admission the patient¿s elevated lactate dehydrogenase (ldh) was 942 u/l. A ramp echocardiogram was performed and results were negative. The patient¿s inr was 2.7 on (B)(6) 2018 and 2.0 on (B)(6) 2018, with plasma free hemoglobin of 27.3 mg/dl on (B)(6) 2018. The patient was on aspirin and plavix. On (B)(6) 2018, the patient was started on heparin and integrilin. The ldh decreased to 346 u/l and the patient was subsequently discharged home on (B)(6) 2018. The patient was readmitted on (B)(6) 2018 for hematuria; with ldh of 2952 u/l and continued to be elevated. The patient underwent pump exchange. The pump was exchanged with another manufacturer¿s device. The device will not be returned.